Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery, the genesis ii fem lug punch broke into two pieces during mid-impact. It is unknown how the procedure was finished and if there was a surgical delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken, damaged and has signs of wear and tear from use. The device was manufactured in 2012. According to clinical / medical investigation, the two photos provided confirmed the reported breakage. However, based on the information provided, the broken pieces did not fall inside of the patient. According to the report, the procedure completed with a smith and nephew backup device without a surgical delay. No other complications were reported. The impact to the patient beyond what has already been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the lot. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.